Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown size torqvue 45x45 delivery system. During procedure, the patient's activated clotting time (act) levels were 290s, left atrial pressure was 9mmhg and heparin was administered. The 28mm amulet was fully recaptured and exchanged into a 25mm amulet, but the delivery system was not exchanged. The 25mm amulet was implanted after 2 partially recaptures and one fully recapture. After the release of the device, a 1.3cm circumferential pericardial effusion was visualized on transesophageal echocardiogram (tee). The patient was transferred to post anesthesia care unit (pacu) and pericardiocentesis was performed about 30 minutes later. The patient was reported stable and no other complications were reported. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that a 25 mm amulet was implanted with the same delivery system that was used with 28 mm amulet device, after 2 partially recaptures and one full recapture; after the release of the device a 1.3 cm circumferential pericardial effusion was visualized on transesophageal echocardiogram. Please note that per instructions for use, "if the device is retracted farther than the radiopaque markers (fully recaptured), the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It is possible that the reported re-use of delivery system and operational difficulties may have contributed to the observed pericardial effusion, however this cannot be conclusively determined. The reported intervention was a result of case-specific circumstances as a pericardiocentesis was performed. There were no complaints associated with any other devices from the lot. Based on the information received, there is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown size torqvue 45x45 delivery system. During procedure, the patient's activated clotting time (act) levels were 290s, left atrial pressure was 9mmhg and heparin was administered. The 28mm amulet was fully recaptured and exchanged into a 25mm amulet due to big size. There was no other product experience occurred noted on the 28mm amulet and it was removed from the patient prior to release from the delivery cable. The 25mm amulet was implanted with the same delivery system after 2 partially recaptures and one fully recapture. After the release of the device, a 1.3cm circumferential pericardial effusion was visualized on transesophageal echocardiogram (tee). The patient was transferred to post anesthesia care unit (pacu) and pericardiocentesis was performed about 30 minutes later. The patient was reported stable and no other complications were reported. No additional information was provided.